Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed the test. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. The customer stated that the insulin pump told her to rewind; she was able to complete this process and reported that the device was working. Advised replacement of the insulin pump. Nothing further reported.